Manufacturer narrative:
The manufacturer previously reported an allegation related to bipap device's sound abatement foam became degraded. Section b5 should be corrected as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to bipap device's sound abatement foam became degraded. The patient has alleged the visualization of particles related to a bipap device's sound abatement foam.there was no report of serious patient harm or injury. There was no medical intervention required by the patient. At the attempt of first time to have the device and components returned for evaluation, customer number was not able to connect as the number was no longer in service. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).